Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus when connected to the video processor their 4k camera head did not display an image during preparation for use in an unspecified procedure. The procedure was completed with similar device with no reports of death, harm or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The camera head has not been returned. Based on the results of the investigation, the root cause of the loss of image and e322 (video connector not recognized) error was unable to be identified. Olympus will continue to monitor field performance for this device.